Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had critical pump error on insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Advised the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with a critical pump error an pump error 35 found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.